Manufacturer narrative:
Info is unavailable; device was not returned for eval.

Event description:
It was reported that the device was place through the trocar and then when the device was fired, the jaws locked onto the tissue. The customer manually manipulated the device and it released from the tissue. The customer used another device and the exact same thing occurred. At this point, the customer used an allport to complete the case with no pt consequence. The devices were disposed of.